Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed a kink on the shaft 300mm distal to the strain relief. Further damage (kinks/dents) was noted between 80mm and 100mm proximal to the tip of the device. The balloon was folded but not wrapped around the shaft of the device. There was no stent on the balloon. It was not possible to see a clear impression of where the stent was originally crimped due to the condition of the balloon. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure (rbp) with no leaks noted. A vacuum was pulled and the balloon inflated with no issues noted. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an iliac stenting treatment procedure, a stent dislodgement issue occurred. The target lesion was located in the common iliac. The express-vascular ld, pmtd 8.0 x 30 x 135cm stent system was first introduced through a 6fr sheath. The physician had difficulties advancing the stent system and changed the 6fr sheath for an 8fr sheath. As the procedure was continued, the physician noticed that the stent had dislodged inside the patient. The physician used fluoroscopy to locate the stent which was proximate to the sheath. The physician decided to move forward with the case by implanting another express-vascular ld stent, which was successful. At the end of the procedure, the physician extracted the dislodged stent by hooking the stent over a needle and pulled with assistance of the sheath dilator. A hematoma developed as the stent was being extracted. The hematoma was resolved with an angioseal system and mechanic pressure. Upon completion of the procedure and stent removal, there were no patient complications reported and the patient's status is stable and fine. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during an iliac stenting treatment procedure, a stent dislodgement issue occurred. The target lesion was located in the common iliac. The express-vascular ld, pmtd 8.0 x 30 x 135cm stent system was first introduced through a 6fr sheath. The physician had difficulties advancing the stent system and changed the 6fr sheath for an 8fr sheath. As the procedure was continued, the physician noticed that the stent had dislodged inside the patient. The physician used fluoroscopy to locate the stent which was proximate to the sheath. The physician decided to move forward with the case by implanting another express-vascular ld stent, which was successful. At the end of the procedure, the physician extracted the dislodged stent by hooking the stent over a needle and pulled with assistance of the sheath dilator. A hematoma developed as the stent was being extracted. The hematoma was resolved with an angioseal system and mechanic pressure. Upon completion of the procedure and stent removal, there were no patient complications reported and the patient's status is stable and fine. This product is only ous approved but it is similar to an approved us device.